Event description:
It was reported that the pk dissecting forceps instrument is not working. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument moved intuitively with full range of motion and the grips open and closed properly. Engineering also found the distal end of main tube has a section located 2 inches above the proximal clevis with various deep scratches concentrated on one side with material removed. Engineering concluded that the scratches were most likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.